Event description:
Info received indicates the head section moved down unintentionally.

Manufacturer narrative:
The technician found debris interfering with the right side rail switch. The technician cleaned the switch to repair the bed.